Event description:
Same case as MDR ID# 2134265-2012-05730. It was reported that during a rotational atherectomy procedure, a guide wire fracture occurred. The 80% stenosed target lesion was located in the non-tortuous, calcified left main (lm) artery. The physician advanced a 2.0mm rotalink plus burr over a 330cm rotawire floppy guide wire to the lm. The physician was able to perform ablation once. The burr was removed and an unknown balloon was inflated but could not get full expansion. During advancement of the burr the second time, resistance was noticed as well as a loop in the guide wire exiting the guide catheter. The physician tried to adjust the wire to remove the loop and the guide wire broke. Approximately 10cm of the guide wire remained in the patients lm and into the aorta. The patient was doing fine and was discharged from the hospital. Five days later the fractured portion of the guide wire was able to be removed with a snare. No further patient complications were reported and the patient status is okay.

Manufacturer narrative:
Device evaluated by manufacturer: the visual and tactile inspection was performed, the device presents a fracture at 319.5cm approximately from the proximal end. Several kinks and bends were present along the wire. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Same case as MDR ID# 2134265-2012-05730. It was reported that during a rotational atherectomy procedure, a guide wire fracture occurred. The 80% stenosed target lesion was located in the non-tortuous, calcified left main (lm) artery. The physician advanced a 2.0mm rotalink plus burr over a 330cm rotawire floppy guide wire to the lm. The physician was able to perform ablation once. The burr was removed and an unknown balloon was inflated but could not get full expansion. During advancement of the burr the second time, resistance was noticed as well as a loop in the guide wire exiting the guide catheter. The physician tried to adjust the wire to remove the loop and the guide wire broke. Approximately 10cm of the guide wire remained in the patients lm and into the aorta. The patient was doing fine and was discharged from the hospital. Five days later the fractured portion of the guide wire was able to be removed with a snare. No further patient complications were reported and the patient status is okay.

Event description:
Same case as MDR ID# 2134265-2012-05730. It was reported that during a rotational atherectomy procedure, a guide wire fracture occurred. The 80% stenosed target lesion was located in the non-tortuous, calcified left main (lm) artery. The physician advanced a 2.0mm rotalink plus burr over a 330cm rotawire floppy guide wire to the lm. The physician was able to perform ablation once. The burr was removed and an unknown balloon was inflated but could not get full expansion. During advancement of the burr the second time, resistance was noticed as well as a loop in the guide wire exiting the guide catheter. The physician tried to adjust the wire to remove the loop and the guide wire broke. Approximately 10cm of the guide wire remained in the patients lm and into the aorta. The patient was doing fine and was discharged from the hospital. Five days later the fractured portion of the guide wire was able to be removed with a snare. No further patient complications were reported and the patient status is okay.

Manufacturer narrative:
(B)(4).